Event description:
Event description cpi received this ventak mini implantable cardioverter defibrillator (ICD) as a routine stock return. No allegation against ICD function was received. This report was created as a result of cpi's return product testing; upon return to cpi, the ICD could not be interrogated.